Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported machine is not switching on. The service technician confirmed the reported issue. The service technician confirmed unit not switching on. No error codes. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the power supply to resolve the reported issue. The device successfully passed performance specification testing after the repair was completed.